Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced loss of vision and a stroke. After a pulsed field ablation (pfa) procedure a versacross connect was selected for use. Pfa procedure successful, without acute complications and was discharged. Patient later presented to the emergency room (ER) with loss of vision in one eye. Retinal stroke confirmed by ER diagnostics. Physician believes the stroke is related to the pfa procedure. Symptoms persisted after 24 hours. Patient was re-admitted to the hospital. The patient outcome is a disability and/or permanent damage. The device return is unknown.